Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the button in the middle was stuck and also received a stuck button alert. It was reported that they were able clear alert and again received alarm. Customer stated that they did not press a button down for 3 minutes or longer. Customer stated that they were able to clear the alarm. The customer was advised to monitor pump and call if problem persists. The insulin pump will not be returned for analysis.